Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump and allowed the battery to fully deplete. After turning the pump back on, the customer attempted to reload the current cartridge. The pump requested a minimum of 50 units during the load process and the customer stated they could not recall how much insulin remained in the cartridge. Customer reported blood glucose (bg) level was 301 (mg/dl) and a bolus via the pump would be used to address bg level. The customer stated that a new cartridge would be loaded onto the pump following the call with tandem technical support and further help was declined.